Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, noise was observed in the image. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - noise was generated due to a broken or shorted imaging cable - noise generated due to imager damage - noise generated due to circuit board failure - noise generated due to abnormal continuity caused by internal water immersion - noise generated due to connector damage or deformation. The event can be detected/prevented by following the instructions for use: -inspection of the endoscopic system -warnings and cautions or precautions. During the device evaluation, service found image guide bundle fibers were broken. In addition, the biopsy/instrument channel was perforated, and the insertion tube was squeezed. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was returned to an olympus service center with a report that no image was displayed on the monitor. There was no patient or user injury reported.